Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the defibrillation therapy cable assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to read an ECG signal through the paddles lead. E problem was not resolved. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. There was no patient use associated with the reported event.